Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was fractured along the post, rendering the device inoperative. The device shows signs of prolonged use. A review of complaint history did not reveal similar events for the listed device. The clinical/medical evaluation concluded that without additional clinically relevant information for evaluation, the root cause of the reported post breakage cannot be definitively concluded. Further patient impact beyond the reported knee instability, dislocation, post breakage, fragment removal , and revision could not be determined. The patient¿s current health status was reported as ¿fine, recovering from surgery.¿ no further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case: (B)(4). Initial reporter postal code: (B)(6).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2008 , the patient experienced a dislocation of the knee and instability, during surgery it became clear that the journ art ins bcs std 7-8 lt 9 was broken. This adverse event was treated by a revision surgery on (B)(6) 2021. Current health status of patient is unknown.